Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device shuts down after pressing the charge button during an ops check. There was no reported patient involvement/adverse patient impact.